Event description:
The customer reported discrepant alinity I anti-hbs results on multiple patients. The following results were provided: (B)(6) 2024 sid (B)(6) = 16.24 / 7.236 / 6.95 miu/ml. (B)(6) 2024 sid (B)(6) = 12 / 4.02 miu/ml. (B)(6) 2024 sid (B)(6) = 11 / 4.33 miu/ml. (B)(6) 2024 sid (B)(6) = 16 / 4.42 miu/ml. (B)(6) 2024 sid (B)(6) = 12 / 4.61 miu/ml. (B)(6) 2024 sid (B)(6) = 12 / 6.80 miu/ml. (B)(6) 2024 sid (B)(6) = 11 / 7.13 miu/ml. (B)(6) 2024 sid (B)(6) = 11 / 7.26 miu/ml. (B)(6) 2024 sid (B)(6) = 11 / 7.86 miu/ml. (B)(6) 2024 sid (B)(6) = 11 / 8.01 miu/ml. (B)(6) 2024 sid (B)(6) = 10 / 8.20 miu/ml. (B)(6) 2024 sid (B)(6) =12 / 8.24 miu/ml. (B)(6) 2024 sid (B)(6) = 11 / 8.28 miu/ml. (B)(6) 2024 sid (B)(6) = 11 / 8.29 miu/ml. (B)(6) 2024 sid (B)(6) = 11 / 8.60 miu/ml. (B)(6) 2024 sid (B)(6) = 12 / 8.83 miu/ml. (B)(6) 2024 sid (B)(6) = 11 / 8.90 miu/ml. (B)(6) 2024 sid (B)(6) = 10 / 8.95 miu/ml. (B)(6) 2024 sid (B)(6) = 13 / 8.99 miu/ml. (B)(6) 2024 sid (B)(6) = 10 / 9.01 miu/ml. (B)(6) 2024 sid (B)(6) = 11 / 9.29 miu/ml. (B)(6) 2024 sid (B)(6) = 11 / 9.29 miu/ml. (B)(6) 2024 sid (B)(6) = 10 / 9.49 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6). This report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number 7p88.

Event description:
The customer reported discrepant alinity I anti-hbs results on multiple patients. The following results were provided: on (B)(6)2024, sid (B)(6) = 16.24 / 7.236 / 6.95 miu/ml. On (B)(6)2024, sid (B)(6) = 12 / 4.02 miu/ml. On (B)(6)2024, sid (B)(6) = 11 / 4.33 miu/ml. On (B)(6)2024, sid (B)(6) = 16 / 4.42 miu/ml. On (B)(6)2024, sid (B)(6) = 12 / 4.61 miu/ml. On (B)(6) 2024, sid (B)(6) = 12 / 6.80 miu/ml. On (B)(6) 2024, sid (B)(6) = 11 / 7.13 miu/ml. On (B)(6) 2024, sid (B)(6) = 11 / 7.26 miu/ml. On (B)(6) 2024, sid (B)(6) = 11 / 7.86 miu/ml. On (B)(6)2024, sid (B)(6) = 11 / 8.01 miu/ml on (B)(6) 2024 ,sid (B)(6) = 10 / 8.20 miu/ml on (B)(6)2024 ,sid (B)(6) =12 / 8.24 miu/ml on (B)(6) 2024, sid (B)(6) = 11 / 8.28 miu/ml on (B)(6) 2024, sid (B)(6) = 11 / 8.29 miu/ml on (B)(6)2024, sid (B)(6) = 11 / 8.60 miu/ml on (B)(6) 2024 ,sid (B)(6) = 12 / 8.83 miu/ml on (B)(6)2024, sid (B)(6) = 11 / 8.90 miu/ml on (B)(6) 2024, sid (B)(6) = 10 / 8.95 miu/ml on (B)(6) 2024, sid (B)(6) = 13 / 8.99 miu/ml on (B)(6) 2024, sid (B)(6) = 10 / 9.01 miu/ml on (B)(6) 2024 ,sid (B)(6) = 11 / 9.29 miu/ml on (B)(6) 2024 ,sid (B)(6) = 11 / 9.29 miu/ml on (B)(6) 2024 sid (B)(6) = 10 / 9.49 miu/ml no impact to patient management was reported.

Manufacturer narrative:
A review of tickets was performed for the likely cause reagent lot number 65161fz00. The ticket search determined that there is normal complaint activity for this lot number and there are no trends for the product related to patient results. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming that this lot is meeting the alinity I anti-hbs product requirements. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling including sample integrity / handling instructions concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I anti-hbs kit (lot# 65161fz00).